Event description:
The nurse reported to our sales rep that it was not possible to fix the screw with the reported screwdriver.

Manufacturer narrative:
Evaluation summary: the reported issue was confirmed. During investigation no material, design or manufacturing related issues were found. The deformed inner rod is a result of an inadequate usage; a pre damaging of the instrument in former surgery could not be excluded ¿ e.g. Oblique insertion during extraction process leading to cross threading. No discrepancies were detected during risk analysis review. No nonconformity identified; no actions are in place.

Event description:
The nurse reported to our sales rep that it was not possible to fix the screw with the reported screwdriver.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.